Event description:
It was reported that there was an ac tightrope (clavicle) revision on (B)(6) 2010. The surgeon has done many of these repairs in the past with no failures. He is uncertain what may have caused this one to fail. There were no reports of post-op injury. Original surgery (B)(6) 2010. Surgeon revised the repair with another ac tightrope. Patient is doing fine to date.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. The most likely cause of this type of event is non-compliance with the post-op protocol. The product directions for use state post-operatively and until healing is complete, the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.